Event description:
A malfunction alarm labeled malf 12 was reported, but there were no events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was initially unable to reboot the pump, so technical support provided information on how to reset it. During follow-up, the customer successfully rebooted the pump and continued to use the pump for insulin therapy.